Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 104 mg/dl, 251 mg/dl, and 95 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the customer was treated by paramedics twice due to hypoglycemia. The customer's blood glucose reading was 16 mg/dl at the time of the first event. The customer's blood glucose reading was 16 mg/dl at the time of the most recent event. Nothing further was reported.